Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp and verified that the retracting display mount on the iabp was loosed. The mount was missing 1 screw and 3 others were loose. The stm replaced the missing screw and tightened the remaining screws he also applied thread locks to the screws. The customer also reported receiving a red low helium icon after initial autofill and 2 iab disconnect autofills. The stm verified that the tank does not leak. He tested the iabp with a balloon and trainer, performed autofill, pumped balloon and performed 5 additional disconnects and full fills without incident. The iabp functions according to factory specifications. The stm verified the iabp was calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
Air medical base supervisor reported a loose display mount on the cardiosave intra-aortic balloon pump (iabp). Another team reported getting low helium red tank icon on screen during transport in rescue mode after initial fill and 2 intra-aortic balloon (iab) disconnects. Transport was performed without incident and therapy was not interrupted. No adverse event or patient injury reported. And no date of occurrence provided.